Event description:
The complainant reported an inaccurate delivery. The pump was set for 52 mls/hr and delivered 200 mls in 1.45 hrs. A problem was noted between 2am and 6am when the feed had all been delivered by 4am. The pump alarmed when empty. The patient vomited.